Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. A 2.25x12mm promus premier¿ drug-eluting stent and a 2.0 emerge rx balloon catheter were advanced into a 6f non-bsc guide catheter to treat the target lesion. However, the promus premier¿ stent could not advance through the arch while the emerge balloon was in the guide catheter as well. The physician kept pushing and the stent stripped off from the stent delivery system. The entire system was removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found the entire stent profile, except for the first 3 rows on the proximal side, was damaged with struts distorted, stretched and lifted from the stent profile. The stent moved distally on balloon over the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. A 2.25x12mm promus premier drug-eluting stent and a 2.0 emerge rx balloon catheter were advanced into a 6f non-bsc guide catheter to treat the target lesion. However, the promus premier stent could not advance through the arch while the emerge balloon was in the guide catheter as well. The physician kept pushing and the stent stripped off from the stent delivery system. The entire system was removed. No patient complications were reported.